Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited a capture anomaly and high pacing thresholds. The lead was explanted and replaced successfully. No patient symptoms were noted.